Event description:
The customer received intermittent questionably high prolactin ii results on their e601 analyzer. The customer reviewed the prolactin data since (B)(6) and found that 11 of 40 results were higher than the expected range. The customer provided data for one patient with discrepant results reported outside the laboratory. A physician questioned the high results and the customer sent the sample to another laboratory for repeat testing. The patient's initial prolactin result was 41.9 ng/ml accompanied by a data flag. The sample was then tested on a centaur analyzer and the result was 30 ng/ml. The sample was repeated by the customer twice on the same e601 analyzer on (B)(6) 2011 and the results were 41.95 ng/ml and 42.02 ng/ml accompanied by data flags. The patient had another blood draw on (B)(6) 2011 and the result was 35.0 ng/ml. This sample was tested on a different e601 and that result was 37.0 ng/ml. The customer believed the 41.9 ng/ml to be erroneously elevated compared to the result of 30 ng/ml. The customer refused to provide information on how the patient was adversely affected by the event and declined to find out more information. The prolactin lot number was 15832401 and the expiration date was (B)(6) 2011. The field service representative was unable to determine the cause of the event. He confirmed all alignments were within specification. He ran performance testing with passing results. The customer performed quality control with good results. There were no errors observed and the analyzer was functioning at specification.

Manufacturer narrative:
Investigation of the event determined the differences in results between the elecsys and centaur were due to differences in the methodologies used for detection. The results provided from both systems provided results giving the same clinical meaning. Alls finding were within expectations, no issues with the roche product were identified. There were no adverse events reported.

Manufacturer narrative:
Patient diagnosis and medicine taken information was added. Patient medication information was added.